Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : b5 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the failure mode by reviewing the fault logs. It was suspected that the issue was caused by either a faulty main board, solenoid driver board or drive manifold. It was determined through testing that the failure was caused by a defective main board which was replaced. The issue was resolved and the device passed all checks. However, the new part was later removed, because the customer was not willing to provide the purchase order. The customer is unwilling to repair the unit at this time, therefore it is not in working condition.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had system failure error during routine check. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - (B)(6). D a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system failure error during routine check. There was no patient involvement.